Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient was hospitalized due to five infusion set cannula kinked events. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4).